Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/30/2023, 02/08/2023, 02/15/2023, 02/21/2023, 03/01/2023, 03/08/2023, 03/14/2023 and 04/11/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a check vent blower temperature too high error. It was reported there was no patient involvement at the time the issue was discovered. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10 the field service engineer (fse) replaced the faulty gas delivery system (gds) and motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.